Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: during investigation, the pump powered on to a blank display, the original complaint of missing segments, was unable to be investigated. Unrelated to the original complaint, the pump was opened and moisture was observed on the display flex connector. The battery cap was also found to have damaged threads, and was difficult to remove from the test pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (segments missing) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.